Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the ratio pump; rerouted the tubing in order to avoid pinched lines; and checked all fluid connections for the ise. The fse also decontaminated the flowcell; replaced the mc (modular chemistry) sample probe; carbon bridge and sodium electrodes to resolve the issue.

Event description:
The customer reported that the unicel dxc 600 pro synchron clinical system generated false high na (sodium) results. There was no impact to patient treatment. The results were not reported outside of the lab. Controls (qc) were run before this event and the results were within ranges. The customer did not run qc after this event. Please refer to 2050012-2015-00130 for event that occurred on (B)(6) 2015.